Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported on behalf of the PICC-infusion team that the sherlock 3cg tcs sensor magnet tracking is often contralateral on the screen that where the PICC is coming in through and sometimes erratic in detection.